Manufacturer narrative:
H10: the sample device has been discarded and not available for analysis. Additionally, the customer confirmed that no photo was available. Since the lot number of the product involved in the incident could not be provided by the customer, the device history record could not be reviewed and no investigation can be performed and the defect could not be confirmed. Therefore, root cause of failure could not be determined.

Manufacturer narrative:
The suspect device is not available for return, as it was discarded after the treatment. No further evaluation can be completed at this time. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the airlife adult aerosol mask caused injury to a patient. It was reported that the patient's upper part of the cheekbones was wounded during usage of the mask. The customer confirmed that no medical intervention was performed to the patient, and no information was provided on patient harm.